Event description:
Customer reported an altitude alarm on pump with a blood glucose level at time of event being 153 mg/dl, which was within the normal range. Insulin delivery was initially suspended due to the alarm, and attempts to resolve the issue by removing obstructions and cleaning did not allow insulin to resume properly with the same cartridge. Customer successfully loaded a new cartridge, but the alarm recurred, leading to technical support deciding to replace the pump and cartridge. Customer was informed of the need for pump replacement and received instructions for transporting and returning the faulty pump using a pre-paid label.